Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The patient also received many errors on the meter when trying to test. One error was believed to indicate there was not enough blood on the test strip. At 10:02 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.0 inr. At 1:38 p.m., a sample from the patient was tested using the meter, resulting in a value of 5.1 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is patient/consumer.